Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 16jan2017 in the b.5 field. No further follow up is planned. Evaluation summary a male patient stated the injection button of his humapen ergo ii device could not be pushed down. The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch 1105d02, manufactured may 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to the dose accuracy or the pen jammed complaints. The duration of use was not provided by the patient; however, based on the amount of time elapsed since the device was manufactured (may 2011), it is likely the patient used the device beyond it approved use life. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years, after first use. There is evidence of improper use. It is likely the patient used the device beyond its approved use life. It is unknown if this is relevant to the complaint of abnormal blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) male patient. Medical history included heart disease and diabetes family history. Concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) via cartridge and reusable pen (humapen ergo ii) (humulin 70/30) twice daily, 18 units in the morning and 16 units at night, subcutaneously for the treatment of diabetes mellitus beginning in 2012. On unknown date while on human insulin isophane suspension 70%/ human insulin 30%, he experienced legs weakness, dizziness, blood pressure high (no values provided) and, due to these, he was hospitalized on (B)(6) 2016. On (B)(6) 2016, while in hospital, his blood glucose (bg) could not drop (no values provided). By (B)(6) 2016 he had not been discharged from hospital because he could not inject human insulin isophane suspension 70%/ human insulin 30% due to a breakdown (could not push the injection button down) of his humapen ergo ii (product complaint [pc] 3847697/lot number 1105d02). He was given oral metformin as corrective treatment for controlling his bg. The event of blood glucose abnormal was considered to be serious due to it prolonged hospitalization. Information regarding other corrective treatments, outcome of the events and human insulin isophane suspension 70%/ human insulin 30% status was not provided. The user of the humapen ergo ii and their training status was not provided. The humapen ergo ii model and suspect humapen ergo ii durations of use were not provided, but started in 2012. The humapen ergo ii was discontinued and not returned. The reporting consumer assessed the events were related to human insulin isophane suspension 70%/ human insulin 30% and did not provide a relatedness assessment between the events and the humapen ergo ii. Update 16-dec-2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 20-dec-2016: pc 3847697 received on 08-dec-2016 was already processed. Narrative updated with pc number. No other changes performed. Update 16-jan-2017: additional information received on 16-jan-2017 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; added the complaint description to the narrative; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) male patient. Medical history included heart disease and diabetes family history. Concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) via cartridge and reusable pen (humapen ergo ii) (humulin 70/30) twice daily, 18 units in the morning and 16 units at night, subcutaneously for the treatment of diabetes mellitus beginning in 2012. On unknown date while on human insulin isophane suspension 70%/ human insulin 30%, he experienced legs weakness, dizziness, blood pressure high (no values provided) and, due to these, he was hospitalized on (B)(6) 2016. On (B)(6) 2016, while in hospital, his blood glucose (bg) could not drop (no values provided). By (B)(6) 2016 he had not been discharged from hospital because he could not inject human insulin isophane suspension 70%/ human insulin 30% due to a breakdown of his humapen ergo ii ((B)(4)/lot number 1105d02). He was given oral metformin as corrective treatment for controlling his bg. The event of blood glucose abnormal was considered to be serious due to it prolonged hospitalization. Information regarding other corrective treatments, outcome of the events and human insulin isophane suspension 70%/ human insulin 30% status was not provided. The user of the humapen ergo ii and their training status was not provided. The humapen ergo ii model and suspect humapen ergo ii durations of use were not provided, but started in 2012. The humapen ergo ii was discontinued and its availability for return unknown. The reporting consumer assessed the events were related to human insulin isophane suspension 70%/ human insulin 30% and did not provide a relatedness assessment between the events and the humapen ergo ii. Update 16-dec-2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 20-dec-2016: (B)(4) received on 08-dec-2016 was already processed. Narrative updated with pc number. No other changes performed.